Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 20.feb.2015, 314.300 lot. 9357264. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screwdriver broke during the extraction of a screw in a clavicle plate. The breakage occurred after two (2) screws were removed. The procedure was then postponed as the surgeon could not continue with the extraction. Another procedure will be scheduled in approximately two (2) months. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation of the complainant screwdriver has shown that the hexagonal portion is broken off. There are no other damages visible. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Additional evaluation of the broken area has shown that the hexagonal portion is also twisted. This indicates that high mechanical force was applied during use. Due to this fact, it is likely that a mechanical overload situation led to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. Unfortunately, the exact cause which has led to this occurrence cannot be determined. No product fault could be detected. Corrected data: initial reporter sent report to FDA. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.